Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized distributor's field service engineer (fse) evaluated the cs300 intra-aortic balloon pump, english, 110v unit and found that the value of test 1 & test 2 in engineering mode was incorrect. To fix the issue, the fse replaced the manifold drive and purge valve assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Maintenance was performed on the iabp unit after the repair. The full name of the event site is: (B)(6) hospital. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6) , dealer engineer.

Event description:
It was reported by a getinge authorized distributor's field service engineer that during a routine inspection the cs300 intra- aortic balloon pump (iabp) failed the k6 k6a k7 k8 leak test due to the value of test 1 & test 2 in engineering mode being incorrect. There was no patient involvement, and no adverse event reported.